Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in clinic follow-up, high pacing impedance, failure to capture, and noise were observed on the right ventricular (rv) lead. An x-ray revealed a fold in the rv lead that the physician alleged to be a fracture. The rv lead was capped and replaced to resolve the event and the patient was in stable condition.